Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient¿s implant was not holding a charge as well anymore and was not giving stimulation as well either. The patient thought it may be close to replacement time. It was reported that the patient had a disc removed about 2 years prior to the report and they were unsure whether or not this contributed to the stimulation feeling like it wasn¿t working as well. No symptoms or complications were reported.